Manufacturer narrative:
Date of event: exact date unknown, approximated based on the appointment date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7083280/7083373.

Event description:
It was reported that the patient had swelling at the ipg and lead sites. It was noted that the physician drained some fluid from the incision site when the patient was in for a steroid injection.